Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of a chronic type b aortic dissection using conformable gore® tag® thoracic endoprostheses (ctag) with 1-debranch bypass. During the treatment, left common carotid artery was unintentionally partially covered by ctag device (tgu343410j). As treatment, additional stent was implanted in the left common carotid artery. ((B)(4)). On unknown date, at 2 years follow up, a computed tomography revealed possible new entry 2 cm below from the ctag (tgu262110j) that was implanted distally. An enlargement of the false lumen was not observed. The physician decided to monitor it. On unknown date, but before 2 months, a computed tomography revealed an enlargement of the false lumen. On (B)(6) 2022, a reintervention was performed. Additionally, two stent grafts were implanted to extend distally. The patient tolerated the procedure. ((B)(4)). The physician stated that even after the new entry was confirmed, the false lumen was thrombosed more than before tevar, and there was no false lumen enlargement for a while.